Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement and basic occlusion tests. No prime anomaly was noted.

Event description:
Customer's mother reported that the insulin pump squirted out insulin during the manual prime. The blood glucose reading was 100 mg/dl. She stated that the customer was not wearing the insulin pump during the prime. She stated that the reservoir was not wet with any liquid prior to connecting. She stated that she did notice a gap between the reservoir and the stopper. She stated that there was a small discrepancy between the amount of insulin shown on the reservoir and what was shown on the status screen. Nothing further was reported.